Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures error confirmed in the device history due to broken pin on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 210 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had hardware low level failures alarm occur during rewind. The customer was able to clear alarm and finish complete prime process. The customer stated that this was second occurrence of hardware low level failures alarm. The customer stated that they run self-test, insulin pump had hardware low level failures alarm again and insulin pump did not pass self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.